Event description:
A physician reported that a patient was treated on 01/19/1996 in the glabella. During the treatment, the physician observed an immediate cyanosis. The physician discontinued the treatment, massaged the area and applied ice. Within a few weeks, the treatment area necrosed resulting in a scar and deeper furrow. The physician prescribed a topical and systemic antibiotic (start date unknown). The physician stated that the appearance of the scar has improved with time, but the patient has consulted with a plastic surgeon about surgical intervention for the scar.